Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The technician confirmed that the device can not complete boot-up cycle. After replacing the system pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and didn't power on again during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and didn't power on again during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and the cause of the reported issue was determined to be due to the shorted component u18 (main dc converter) of the system pcb assembly.